Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while at fourth firing during the segmental resection of lung and thoracoscopy, the surgeon released the handle since it stopped and did not advance halfway. It was reported that they performed stapling and cut off on the tissue which about half in length, and the display had not been checked until the time when firing stopped. They used another device to complete the case. There was no patient injury.